Manufacturer narrative:
The reported events were lead dislodgement, no sensing and high capture thresholds. A complete lead was returned in one piece. Visual inspection found the helix to be fully extended and clogged with blood. The measured full helix extension length was within specification. The reported events of no sensing and high capture thresholds were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the day following a routine initial implant on (B)(6) 2021, no sensing and high capture thresholds were observed on the right ventricular (rv) lead. Dislodgement was confirmed. A procedure to reposition the rv lead was conducted (B)(6) 2021. During the procedure, a good location in the septum was found and sensing via the analyzer was stable tough when connected to the device sensing decreased. As the surgeon was closing the pocket, parameters were good but sensing dropped again. Programming changes were made, impedance and threshold levels were stable. A couple of hours after the repositioning procedure it was noted the rv lead had dislodged again. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable.